Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. The right atrial (ra) lead and right ventricular (rv) lead were explanted and temporary pacing placed. Leadless ipg was then implanted. No further patient complications have been reported as a result of this event.